Event description:
It was reported that the pulse generator exhibited backup vvi operation. After the product code was downloaded, normal device function resumed. No patient symptoms were reported.

Manufacturer narrative:
Initial reporter: company representative.